Event description:
It was reported that the lead would not pass through the neurostimulator to where the white tip could have been seen. The procedure was not completed. No surgical complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.